Event description:
A customer contacted beckman coulter inc (bec), and reported the sponge in which the vacuum pump on the act 8/10 analyzer is mounted on is wet and that approximately 2ml had leaked. The customer wore gloves, a lab coat and glasses and there was no report of any exposure to mucous membranes or open wounds. Patient results were not affected by the leak. No discrepant results were generated in connection with this event. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Upon recur, there is a potential for discrepant hgb and wbc results from improper lyse delivery which could potentially cause an injury.

Manufacturer narrative:
Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec field service engineer (fse) was at the account recently for vacuum errors. The vacuum isolation chamber (vic) was empty and there was no report of any leakage. The customer initially reported the leak was not contained within the instrument; however, per conversation with the fse on (B)(4) 2012, the actual leak was a pin hole at the lyse syringe which was contained within the instrument. The fse installed a new lyse syringe to resolve the leak. Failure mode was a pinhole in the lyse syringe. (B)(4).